Event description:
It was reported that the right ventricular (rv) implantable tachy lead exhibited an increase in impedance into a high range. Noise and short interval counts (sic) were also observed, resulting in inappropriate therapy delivery. Reprogramming was completed prior to the lead being capped and replaced with an implantable pacing lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected was received, analyzed and indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis indicated the criteria for the rv lead integrity alert were met. Analysis indicated the impedances on the rv and superior vena cava (svc) defibrillation coils were beyond the expected upper range. Analysis indicated oversensing due to non-physiologic signals/ short interval counts (sic). 2368 of 2375 lifetime ventricular sic are recorded beginning (B)(6) 2014. An out-of-tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Maximum rv pacing impedance rose from 968 ohms the week ending (B)(6) 2014 to greater than 2600 ohms the week ending (B)(6) 2014. Maximum svc defibrillation impedance rose from 69 ohms the week ending (B)(6) 2014 to 312 ohms the week ending (B)(6) 2014. There are 10 non-sustained episodes and 28 ventricular fibrillation (vf) events of <(><<)> 220 ms cycle length recorded between (B)(6) 2014 and (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.